Event description:
General report received of an unspecified number of undocumented incidents of no flow was noted. On unspecified dates, the tubing sets were being used to deliver unspecified volumes of lactated ringer's solutions via gravity. The customer contact reported that the option-lok male adapter of the tubing sets were connected to the pt's IV access sites. It was reported that the distal end of the tubing sets were looped and secured to the pt's skin with tape. After unspecified lengths of time, no flow of solution was noted. The customer contact reported that kinks were noted approx 6 inches proximal to the end of the tubing sets. It was reported that the kinks in the tubings were straightened out and the solution flowed. The tubing sets remained in clinical use and the therapies were resumed. There were no reported adverse pt effects and no reported delays of critical therapies to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.